Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery with moderate tortuosity and moderate calcification. A hi-torque turntrac guide wire became caught with a micro-catheter during removal. Both devices were removed from the patient as a single unit. Reportedly, the distal part of the guide wire was sticking out and it was pulled out from the distal end when the tip became detached outside the patient's anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The guide wire was sent to scanning electron microscopy (sem) for further analysis. The results concluded the core separated at the tip solder.